Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. A known good inverter board was installed and the touch screen became operational. There were visual indications of dried fluid within the cassette compartment during the internal inspection. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Glucose test failed. The mushroom head check passed. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient's contacted fresenius technical support to report blank screen problem with the liberty select cycler at end of treatment. The power cord secure at both ends. The cycler plugged directly to a 3 prong socket, is socket shared with modem and directly into the wall outlet. The ok/stop button key lights on and the brightness setting can't be accessed. The screen blanking setting can't be accessed. Replaced cycler due to blank screen. Advised to discontinue use of this cycler. Advised to retain iq drive and modem. Advised to contact pd rn/clinic to inform of replacement. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. The patient was able to complete therapy using manual treatment. Upon patient follow-up it was determined the patient was able to complete treatment. No further issues were reported. Patient did not suffer any adverse events and no medical intervention was required.